Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by a philips biomedical engineer (bmed) which included going onsite to evaluate the unit. The bmed confirmed the alleged malfunction during a preventive maintenance and reported the faulty speaker assembly needed to be replaced. After the speaker assembly was replaced, the unit returned to working specification. Based on the information available in the case and testing conducted, the cause of the reported problem was confirmed to be speaker assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that device alarmed "speaker malfunction" and did not audibly alert present issue. The device was not in use on a patient at the time of event, there was no adverse event reported.